Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and confirmed the inappropriate therapy. This crt-d remains in service. No additional adverse patient effects were reported.